Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the tube of the olympus flushing pump was broken, causing a waterlogged condition. This issue was found during an endoscopic submucosal dissection therapeutic procedure and was completed with the same device. There were no reports of patient harm.